Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed a manual time change from (B)(4) 2014 8:22 pm to (B)(4) 2014 8:23 am. The total daily dose history indicated that a.m. And p.m. Was switched on (B)(4) 2013. During testing, a timekeeping accuracy test was performed. The pump maintained time accurately during the 5 day duration test, however, when the pump was left without power for one hour and was powered back on, the pump returned to the default time and date settings. Additional testing was not able to be completed due to the pump resetting to default settings. Unrelated to the time/date issue, evaluation revealed that the display was dim with discolored text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that dates and times downloaded from the pump are incorrect. It was noted that the patient used the meter for testing and there had been no time and date reset in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.